Event description:
The customer complained that a patient was typed negative using the blood grouping reagent anti-jk(a). The customer sent us the patient sample and the complained reagent. The patient sample was tested with the complained reagent in the quality control laboratory according to the instructions for use. The testing was performed in parallel to the retention sample. The patient reacted negative with both reagents, the complaint sample and the retention sample. Additionally tested jk(a) positive red cells reacted correctly positive with both reagents. Further tests confirmed that the patient is jk(a) positive, but a titration of the blood grouping reagent with the patient sample and jk(a) positive donor red cells showed that the jk(a) antigen of the patient is weakened. The patient complaint is a singular case. We have no hints that the blood grouping reagent might not be able to detect the jk(a) antigen. The final serological treating of this lot met all acceptance criteria. The stability data of blood grouping reagent anti-jk(a) is within specifications.